Manufacturer narrative:
(B)(4). Date of initial report: 12/20/2016. Date of follow-up report: 02/08/2017. One lf5544 was received for evaluation. Visual inspection found one of the knife webs protruding from the clevis area. The web was not sharp. The clear insulation is damaged due to the web protruding. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. An additional failure was found during the investigation; the knife webbing was protruding from the clevis area. The additional findings did not contribute to the reported condition. The investigation found the knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused one of the webs to break and protrude from the device. The web was not sharp. The damage to the clear insulation failed hipot. The investigation identified the root cause of the investigation findings to be user error. The IFU states: the IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mechanism. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 12/20/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the blade of the device would not retract and the jaws would not open.